Event description:
It was reported that the atrial lead was removed and replaced due to increased atrial thresholds. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that the atrial lead was removed and replaced due to increased atrial thresholds. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. Follow up with the physician reported he last saw patient in clinic (B)(6) 2009 and that patient was "getting kind of tired." Patient presented to ER (B)(6) 2009 "in florid respiratory failure and shock" with physician noting "the patient's overall prognosis is poor." The patient was made a do not resusitate and died (B)(6) 2009 with cause of death reported as respiratory related. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood in/on helix/lobe mechanism. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.